Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity of pfna 3.2mm guide pin. Part and lot numbers were not provided. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: cho, w., et al. (2016). Provisional pin fixation: an efficient alternative to manual maintenance of reduction in nailing of intertrochanteric fractures. Archives of orthopaedic and trauma surgery 136: 55-63. Republic of korea. The aim of the study was to analyze the factors affecting intraoperative reduction loss, especially comparing the manual maintenance method with the provision pin fixation method after percutaneous reduction for ao-ota 31 intertrochanteric fractures treated with intramedullary (im) nail fixation using synthes proximal femoral nail antirotation (pfna). A total of 68 patients were included in this study: group 1 (n=38) were treated with manual maintenance using a hohmann retractor (unknown manufacturer) and bone hook (unknown manufacturer), group 2 (n=30) received provisional fixation with a pfna 3.2mm guide pin. Group 1 demographics are as followed: mean age of 76.1, 12 males, six females. Group 2 demographics are as followed: mean age of 79, seven males, 23 females. A displacement of more than one cortical thickness in any plane during any point in the procedure after an acceptable reduction was achieved was considered an intraoperative loss of reduction. All radiographic images were reviewed retrospectively. Intraoperative loss of reduction was determined from the image during nail insertion, and from final image on anteroposterior and lateral views. The following complications were reported: the total number of cases with intraoperative reduction loss was 24: 18 in the manual maintenance group and 6 in the provisional pin fixation group. This is report 2 of 3 for (B)(4). This report is for unknown pfna 3.2mm guide pin.